Manufacturer narrative:
Meter was returned for evaluation. It appeared to be in good physical condition with all functions working properly. All test result were in range and no failures were detected.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred that day between 07:00 - 09:00 am. Caller, mother of patient, inquired about meter accuracy, saying it was 30 patients off from that of medic's. She reported that the patient received a reading 60 mg/dl on the autocode meter at 07:00 am, before eating. Patient had orange juice and a piece of cake and retested on the autocode at 07:40 am, receiving a reading of 50 mg/dl. Patient was not responding and going in and out of consciousness, so medics were called and they tested the patient at 30 mg/dl. The time between pdc and the medic's test was 20 minutes. Patient was given a gel substance to bring glucose level up. Once patient responded, he was given more orange juice. Patient was not transported to the hospital, but before medics left, both meters were used to test patient medic's meter read 84 mg/dl and autocode read 176 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect product(s).